Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, omsc concluded that the user handling or condition of the patient contributed to this event. The instruction manual of the device has already warned as follows; a) do not force the distal end of the insertion portion against body cavity tissue. This could cause patient injury, such as perforation, bleeding or mucous membrane damage b) it might be impossible to stop bleeding depending on the hemorrhage situation. Prepare more than one hemostatic device and select appropriate hemostatic device.

Event description:
It was reported that there were bleedings of three patients during endoscopic biopsies. Fb-231k was used during each procedure. After the biopsies, bleedings occurred. The bleedings were treated endoscopically. This MDR is regarding one of three reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc reviewed the manufacturing record of the period which the device was used and 1 year before it (from march 2010 to august 2016). As a result, with no irregularities noted.